Event description:
Consumer alleges that after charging the chair for 2 hours, she turned the chair on and allegedly heard a loud pop and saw smoke coming from the controller. The tech from the dealer had a scheduled visit and arrived about 15 minutes after the incident. The tech alleges that the controller was still warm and top was allegedly melted. There were also alleged burn marks on the side of the battery. No injury is alleged.

Manufacturer narrative:
(B)(4) has not been initiated for this issue. Model storm tdxiv serial number/date code (B)(4) is approximately 5 years 8 months of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.